Event description:
Healthcare professional reported, "left side capsular contracture, baker grade IV. With "intense pain, deformity, and hard as a rock". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Clarification to d9-date is when device photo was received. Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations are performed.

Event description:
Healthcare professional reported "left side capsular contracture baker grade IV with "intense pain, deformity, and hard as a rock". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported, "left side capsular contracture, baker grade IV. With "intense pain, deformity and hard as a rock". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. No additional observations are performed.